Manufacturer narrative:
H3,h6: it was reported that during a thr it was noticed the threads on the impactor were stripped and would not screw into the cup. Sn backup device available. No surgical delay or injury to patient reported due this event. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that during a thr it was noticed the threads on the impactor were stripped and would not screw into the cup. S&n backup device available. No surgical delay or injury to patient reported due this event.